Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing and sterilization records verified that the lot met release requirements. The investigation is ongoing. (B)(4).

Event description:
The following was reported to gore from the doctor: the gore® hybrid vascular graft was occluded and infected and removed.

Manufacturer narrative:
Additional manufacturer narrative: device examination observations/results: received unfixed was one gore® hybrid vascular graft fragment. The device fragment had been transected at one pole prior to arrival at w. L. Gore and associates. The lumen of the device was occupied by tissue at the junction of the graft and stent. There were three sets of multiple rows of evenly spaced serration marks present on the abluminal surface. Improper fixation of the device limited the analysis of this specimen. Bacteria present on the device could not be confirmed as post or ante mortem. Four cross-sectional specimens were transected with a razor and wire cutters and submitted for histopathological analysis. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all device fragments were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified.

Manufacturer narrative:
The doctor reported to gore that the patient is alive and stable. Additional information about this event could not be obtained. As a result, no further investigation is possible.